Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign matter found in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the bending angle in the up direction did not meet the standard value due to stretched angle wires, the play of the up/down knob was out of the standard value due to stretched angle wires, the right/left knob did not move smoothly due to deformation, adhesive on the bending section cover had a chip, connection between bending section and connecting tube was detached due to deformation of the bending tube, the right/left knob had a scratch, the forceps elevator knob had a scratch, the connecting tube had a dent, the connecting tube had a scratch, the connecting tube had a wrinkle, the scope connector cover unit had a scratch, the suction connector had discoloration and corrosion and a scratch, the universal cord had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, switch 1 had a scratch, the suction cylinder was shaved, the forceps elevator lever had a scratch, the up/down knob had a scratch, and the control unit had discoloration and a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.